Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the operating room for a normal generator changeout, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient condition is stable.